Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) exhibited poor fixation. While attempting to reposition, the lp was unable to be redocked. The lp was removed and a different device was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported events of docking issue during procedure and poor fixation could not be confirmed. The leadless pacemaker was returned for analysis. Visual inspection showed that the outer helix length was stretched out of specification consistent with force at implant procedure. Visual inspection showed that the inner helix length and the tether hole diameter were within specification. Performed DHR review to ensure that each manufacturing and inspection operation was performed. No anomaly was noted; the device passed all tests. Further analysis was performed, and the device exhibited normal device characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity